Event description:
It was reported that a caller stated the user¿s blood glucose was reading ¿high,¿ and the agent attempted a follow-up call and left a voicemail; troubleshooting and education were provided. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond routine guidance, and no hospitalization. Investigation included a review of the reported event and user-reported troubleshooting. Investigation of this case revealed an undetermined cause with no device malfunction confirmed and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.